Event description:
Reporter indicated that a vns patient developed an infection at the generator site following a generator revision surgery. The patient underwent treatment with antibiotics and appears to be doing well. Good faith attempts for additional information have been unsuccessful to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.